Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Infection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient underwent a coil embolization procedure for a midline posterior circulation aneurysm using penumbra smart coils (smart coils) on (B)(6) 2018. There were no complications reported during the procedure. However, on (B)(6) 2018, the patient was found to have leukocytosis. The patient was then treated with empiric antibiotics, and this event is now considered resolved. The leukocytosis was adjudicated to be an adverse event with a possible relationship to both the procedure and the smart coil system.

Event description:
As of (B)(6) 2018, the reported leukocytosis was adjudicated to be unrelated to the smart coil system.